Event description:
Manufacturer's representative reported patient experienced a "severe allergic reaction" after a reservoir refill. It was reported the drug was aspirated from the reservoir and pump pocket. The pump was delivering 3.75mg/day of hydromorphone 7.5mg/ml. The pump was later explanted due to "possible septum leak" and replaced.

Manufacturer narrative:
The explanted pump was returned to the manufacturer for analysis which is incomplete at the time of this report. A follow up report will be sent when the analysis results become available.